Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient developed an impulse control disorder and an "exacerbation of ICD". An adjustment of the patient's medication and stimulation in an external hospital was noted. The etiology was noted as being possibly related to the stimulation, possibly related to medication, and possibly related to a pre-existing/underlying disease; the event resulted in an hospitalization or an prolongation of an existing hospitalization. The event was considered resolved with sequelae on (B)(6) 2013. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the serial number of the implantable neurostimulator (ins) associated with the previously reported event was unknown. It was also clarified that ICD meant impulse control disorder. The actions/interventions taken to resolve the issue included reducing the patient's medication dose and adjusting the stimulation. No further complications were reported/anticipated.